Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-47796. It was reported the patient was not receiving effective stimulation coverage from the scs system. Consequently, the patient's supra orbital placement lead was repositioned to improve stimulation therapy coverage and stimulation.